Event description:
It was reported that during an anterior resection procedure, while performing the distal transection of the rectum, the surgeon closed the jaws of the device followed by placing a bowel clamp proximal to the transection line. The stapler was fired on the rectum, followed by using a scalpel to complete the distal transection. On removing the stapler, it was found that there were no staples in the rectal stump, leaving the rectum open. Another surgeon was called in to assist with the hand sewn anastomoses instead of using a circular stapler. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 4/20/2009. Information anticipated, but unavailable at this time.